Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a motor communications error alarm the customer¿s blood glucose was 263 mg/dl at the time of incident. Customer stated that the insulin pump had a communications error alarm and unable to clear due to unresponsive buttons. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No blank display or frozen screen noted. Device had intermittent buttons response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. However, device received with constant spi to motor pic communication error followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to spi to motor pic communication error alarm.